Event description:
Related manufacturer reference number:2017865-2023-10158. It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead was explanted and replaced due to noise being observed during isometrics. The right ventricular lead was also explanted and replaced due to damage. Further information was requested however was not provided.

Event description:
New information noted that the patient was stable post procedure.